Manufacturer narrative:
As the device leaked from the hub which is out side of the patient, there is minimal risk to the patient. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
When the guide catheter (subject device) was inserted into the patient, a leak was observed at the proximal end of the catheter at the hub. The device was removed and it was reported that the patient did not have any problems. Upon review of the information provided by the user facility. It was found that the hub of the device had leaked and not the shaft of the device.

Event description:
When the guide catheter (subject device) was inserted into the pt, a leak was observed at the proximal end of the catheter at the hub. The device was removed and it was reported that the pt did not have any problems.